Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 400 mg/dl. Reportedly, customer was taking steroids and antibiotics for an infection; however, it was not confirmed if the steroids and antibiotics were related to elevated blood glucose. Customer requested assistance from tandem technical support with changing the pump basal rate and insulin duration to address the issue.